Event description:
Initial reporter indicated that their hp computer had been left unplugged from the wall for some time. It was reported they were having trouble setting up the menu. Reported the hp had been charging for several days and when she tried to go thought the set up, the screen froze after the "yes to all" button was pushed. She said "she could not get past that screen." She tried a hard reset and then got to the screen where you use the stylus to align the screen and "it froze again." She tried this several times and could not get through the complete set up. The handheld and software were returned for analysis and the analysis was not able to duplicate the event. Software malfunction is the suspected cause of the event.